Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was missing the expiration date. The following information was provided by the initial reporter: material no. 324909, batch no. 7268719. It was reported that expiration date was missing from shelf carton. Verbatim: consumer called to inquire about expiration dates on two boxes of syringes, consumer stated that there was no expiration date on the boxes.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7268719 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were placed on packaging. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was missing the expiration date. The following information was provided by the initial reporter: material no. 324909 batch no. 7268719. It was reported that expiration date was missing from shelf carton. Verbatim: consumer called to inquire about expiration dates on two boxes of syringes, consumer stated that there was no expiration date on the boxes.